Event description:
The user facility reported that eight of their pt's bronchial washings came back positive with candida albicans. The user facility reported that based on their records there were three bronchoscopes that were used on these eight pts, but the facility's nurse did not specify which bronchoscope was used with what pt. The nurse at the facility indicated that they do not suspect the bronchoscopes to be the cause of the positive culture of the pt's bronchial washings, as the pt's immune systems were already known to be low even prior to undergoing the bronchoscopies due to their pre-existing conditions. The nurse at the facility stated that their bronchoscopes were not cultured. There was no other info provided regarding the pts.

Manufacturer narrative:
The device reference in this report was sent off to an off-site microbiology lab for microbiologic sampling prior to olympus performing a quality inspection. Olympus cannot conclusively determine the cause of the user's report at this time. This report will be updated within 30 days following completion of microbial testing and physician eval of the device. This report is being submitted as an MDR in an abundance of caution.